Manufacturer narrative:
(B)(4). Evaluation, results: (moderate to severe tortuosity, moderate to severe calcification in the iliac arteries), (endoleak), (previously implanted right renal stents protruding into the aortic neck). Evaluation, conclusion: (moderate to severe tortuosity, moderate to severe calcification in the iliac arteries), (previously implanted right renal stents protruding into the aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. There was moderate to severe tortuosity, and moderate to severe calcification in the iliac arteries. The aortic neck had a 40 degree angulation, the aortic neck was 23 mm in diameter at the renal arteries, 25 mm in diameter just above the aneurysm sac, and there is a moderate amount of calcification just below the renal arteries that is crescent shaped. The aortic neck was 15 mm in length. There is also a right renal stent that was protruding from the renal artery. The stent graft was deployed, however, there were some difficulties during the removal of the delivery catheter. The tip of the delivery catheter was getting caught in the ipsilateral limb. The physician removed the guide wire from the delivery catheter and then the delivery catheter was able to be removed. Upon final angiogram, there was a proximal type I endoleak, (MFR report# 2953200-2011-00966) which was most likely due to the combination of the calcification and the protruding renal stent. The physician implanted a 28 aneurx aortic cuff and the endoleak was almost completely but not completely resolved, there was still a slight proximal endoleak and the physician is going to monitor the patient in one to two months. No additional clinical sequelae were reported and the patient is fine.